Event description:
The drill bit broke during drilling, surgery time was extended 1 hour. All pieces were removed from the patient.

Manufacturer narrative:
Examination of the returned product by a depuy material research scientist confirmed the fracture. The part appears to have fractured due to fatigue, with two initiation sites (one at each outer flute) with the center consistent with final overload. This fracture is consistent with constant use over time. Review of the label found this instrument is a single use item and should not be used more than once. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complainant will be re-opened.